Event description:
New information on (B)(6) 2014 notes: it was reported that the patient was presented in clinic and the device was in backup vvi mode. A device download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fatigued patient presented in clinic for a routine follow up. Upon interrogation, the pulse generator was found in backup vvi mode. A device download resumed normal device function.

Event description:
New information indicates that the device continued to revert to backup operation. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.